Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra meter does not power on. The pt previously contacted lifescan 13 days later and was advised to replace the meter battery. However, the pt did not replace the battery until the day of the event. She went to the doctor to get her blood glucose tested; she said she thought the reading obtained at the doctor's office was 248 or 298 mg/dl; she did not have symptoms of high or low blood glucose level at the time of concern. The customer service agent (csa) confirmed that the test strips were correct. The meter battery was less than one year old and the battery contacts were in good condition. The csa walked the pt through replacing the battery correctly and the meter did not power on. The meter was replaced.